Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-05430. All information can be found under manufacturer report number 1416980-2022-05430. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spike of clearlink system y-type blood/solution set separated from the tubing which resulted in a leak. The leak was also reported as "saline dripping" . This was observed during priming. There was no patient involvement. No additional information is available.